Manufacturer narrative:
A ge service representative performed an over the phone investigation. The customer was instructed to check the environmental settings and a switch was reset. The system operates as intended.

Event description:
The customer reported that the system would not auto boot on request. No patient injury was reported.